Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube is underfilling. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "complainant confirms that tube cannot evacuate which lead underfill of the tube.".

Manufacturer narrative:
H6: investigation summary: bd did not receive samples, but 1 photo were provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube is underfilling. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "complainant confirms that tube cannot evacuate which lead underfill of the tube."